Event description:
As reported by the user facility: on (B)(6) 2012, the pump did not deliver the right volume of liquid. Uncertain if this pump was attached to a pt during this infusion.

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). The actual pump involved in the reported incident has not been received for eval at this time. A f/u report will be provided after the inspection results are available.